Event description:
Information was received from a consumer regarding a patient receiving fentanyl, hydromorphone and bupivacaine via an implantable pump. The indication for use was non-malignant pain. The patient¿s representative reported that the communicator is not taking a charge from the wall, and they are having trouble connecting to the pump because of this. The caller stated they have tried several cords, and when they insert the cords into the communicator, the cord pushes it back out like something is loose inside the port. The caller confirmed the orange light comes on, and they have had it plugged in all night, but the light is still orange and will not turn green. The caller also stated they have seen a ¿low communicator battery¿ message on the handset when trying to connect to the pump. The caller confirmed issue started last night. The patient has 12 boluses per day and has chronic pain and has been unable to bolus ¿all night¿ due to the issue. They taped the cord into the communicator port, and the patient was able to get one bolus earlier this morning, but since then the patient has been unable to bolus again and was in pain due to the inability to bolus. The issue was not resolved. A request was sent to repair to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 06-mar-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the communicator found "charging port loose". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical stated that the patient had increased pain. An increase in sc hydromorphone by 0.1mg was made.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.